Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later, a lumbosacral spine 2 views showed that there was an inferior vena cava filter in place. After two months, a computed tomography (CT) abdomen and pelvis without and with intravenous contrast showed that there was a vena cava filter. After two months, the patient presented with low back pain. On the same day, an x-ray lumbar spine 2 views showed that an inferior vena cava filter was present. After two weeks, the patient presented with unspecified lower abdominal pain. After four months, a computed tomography (CT) chest, abdomen and pelvis without and with intravenous contrast showed that an inferior vena cava filter was in place. There was no evidence for pulmonary embolism. After one year and two months, a computed tomography angiography (cta) chest with contrast showed no evidence for pulmonary embolism. After two years and three months, an inferior vena cava filter review demonstrated that the filter identification was based on the provided medical records and imaging. The patient's inferior vena cava filter was a bard denali retrievable inferior vena cava filter deployed in the infra renal inferior vena cava at the l2-3 level. The filter was centered within the inferior vena cava with the filter tip positioned immediately below the renal vein confluence. No clinically significant tilt was noted. The filter legs and arms all tented the caval wall. Early perforation involved the anterior and medial struts was suspected on with computed tomography (CT) previous studies. The anterior strut impinged on overlying small bowel and the medial strut was in direct contact with the wall of adjacent aorta. No strut fractures or missing components were identified. No caval thrombosis, clot within the filter or caval wall thickening was noted. No pericaval hemorrhage was apparent. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive bilateral pulmonary emboli and partially occluded thrombus within the right femoral-popliteal vein. Approximately four years and eleven months post filter deployment, an inferior vena cava filter review revealed that the anterior strut impinged on overlying small bowel and the medial strut was in direct contact with the wall of adjacent aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced unspecified lower abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive bilateral pulmonary emboli and partially occluded thrombus within the right femoral-popliteal vein. Approximately four years and eleven months post filter deployment, an inferior vena cava filter review revealed that the anterior strut impinged on overlying small bowel and the medial strut was in direct contact with the wall of adjacent aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced unspecified lower abdominal pain; however, the current status of the patient is unknown.